Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, for about a week the insulin pump has had a blank display. The device wouldn't recognize the device had a battery. Customer's doesn't recall her blood glucose level when issues first started but in the morning it was 285 mg/dl. Troubleshooting was performed and it was found the customer wore the device in her bra but the device was in a baby sock. Customer was advised a new battery cap will be sent in order to rule out any issues with the battery cap. Customer was advised once the battery cap to ensure she used a new battery along with the new battery cap. The insulin pump is not returning for analysis.